Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two nephromax balloon catheter kits used in the same patient and procedure. It was reported to boston scientific corporation that two nephromax balloon catheter kits were used during a procedure performed on an unknown date. It was reported that while unpacking of the device during preparation, it was noticed that both devices look dark and dirty. A photo submitted by the customer confirmed the foreign material present on the device. The procedure was completed with another nephromax balloon catheter kit. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.